Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an airsense 11 autoset device allegedly caught fire during the night and two rooms in the house were burned. The device was reportedly plugged into an extension cord connected to a power strip, which had another device plugged in and was itself connected to a wall socket in the living room. There was no harm or serious injury reported as a result of this incident.